Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complaint, attempts to obtain patient information were made but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing heating at the ipg site whether therapy is on or off. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.